Manufacturer narrative:
Additional data: received information that explant occurred on (B)(6) 2019. There was no information on incision enlargement, vitrectomy or sutures done. Chart did not say any patient post-op injury. Replacement lens noted to be a zct225, 8.0 diopter. The following sections have been updated accordingly: if explanted; give date: (B)(6) 2019. Patient code: 3191 - explant. Device evaluation: the complaint lens was discarded by the surgical facility. Hence, the complaint report cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 9/11/2017 and 3/28/2019. If explanted, give date: planned /scheduled explant march 28 2019. (B)(4). An attempt has been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral symfony toric implants in 2017. The patient then developed glare and just wants both lenses out. The doctor planned on putting in a standard toric lens but advised the patient that if there is any issue will go with a standard lens. It was learnt in follow-up that a zxt150 symfony toric is planned for to be exchanged/removed from this right eye (od) on (B)(6) 2019. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).